Manufacturer narrative:
The complaint record (B)(4) was reopened. All the data from this complaint (B)(4) was migrated to (B)(4) complaint. Now processing for cancellation of (B)(4). As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
The complaint record (B)(4) was reopened. All the data from this complaint (B)(4) was migrated to (B)(4) complaint. Now processing for cancellation of (B)(4). Requesting you add new information in (B)(4) this record.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed during pm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.